Event description:
It was reported that the patient wanted his pump explanted due to insurance issues. He did not feel that the pump was not working and he was doing fine. It was noted that the pump was near its elective replacement indicator (eri) and the patient did not want the pump replaced. The healthcare provider (hcp) had been weaning the patient off baclofen. The patient was currently at 99.9mcg/day and the nurse would be discussing further with the doctor regarding weaning it lower to prevent withdrawal. The reporter believed that the pump was helping the patient. It was noted that the patient was complicated with many psychosocial concerns. The device system was used to deliver gablofen. It was later reported that the patient had pain vaguely in the area of the pump. The pump outlet was currently covered by a thin layer of dense tissue. It was noted that the previously reported psychosocial concerns that the patient was experiencing were poverty and a lack of support for medical transportation. The pump was indicated to be the cause of the event. The time of this report, the patient had not recovered and the symptoms or issues were ongoing. They were working toward explant within about a month of (B)(6) 2014 . It was later reported that, as of (B)(6) 2014, no explant had occurred yet.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported the pump was explanted. The patient's spasticity was being treated without the pump. There was no withdrawal.

Event description:
Additional information received reported pump explant was planned for (B)(6) 2014 due to the patient complaining of pain at the implant site and requesting removal. No diagnostic testing or troubleshooting was performed or required. There were no drugs in the pump as the pump contained saline. The pump was weaned down. The patient status at the time of the report was "alive- no injury."